Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. It was alleged the pump experienced a power loss after a battery change. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed 24-jan-2019 with the following findings: the black box contains dates from (B)(4) 2018 to (B)(4) 2018. The black box and histories for the power issue reported on (B)(4) 2018 have been overwritten due to continued use of the device after the alleged issue. No power interruptions were observed in the available black box data. There was no damage found to the returned battery cap. The returned battery cap attached securely to pump. No power issues occurred during testing. There was no damage, defect or contamination of the interior pump components. Investigation did not duplicate a power issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.